Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) with unknown cause. The bg value was not provided. Bg was treated with a correction bolus and temporary basal rate via the pump, which resolved the issue. The customer declined to perform troubleshooting for the elevated bg as the issue was resolved.